Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous results for glucose (glu), alanine transaminase (alt), cholesterol (chol), triglycerides (tg), and high density lipo protein deficiency (hdld) generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported outside the laboratory. The customer indicated that there was no impact to patient treatment.

Manufacturer narrative:
Per the customer, qc results were in acceptable range before the incident. The customer noticed the incorrect patient results and while checking the system noticed a leak in the reagent syringe and t-valve. Field service engineer (fse) was dispatched: the fse replaced the syringe and valve, which resolved the issue. Upon reoccurrence, the hardware failures could cause erroneous results on any or all cartridge chemistries (cc) and patient treatment is likely to be impacted.